Manufacturer narrative:
Age, weight and ethnicity: unknown. Asku. If implanted; give date: the intraocular lens was inserted and removed during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was fully inserted and removed during the same procedure as the patient had an unstable capsule, therefore, the surgeon wanted a different lens. The incision was not enlarged. The outcome did not significantly interfere with activities of daily life. Patient has recovered. The lens was discarded.